Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure, there was difficulty inserting the guidewire into the lead. The lead was removed and replaced. Patient was stable.